Event description:
It was reported that the fiber cap detached inside the pt at 69,457 joules during prostate vaporization. The fiber cap was retrieved and the physician completed the case with a turp. It was reported that the laser burnt unintended tissue, and that the bladder was "scarred". There was no report of pt injury; the MFR has requested add'l details.

Manufacturer narrative:
(B)(4) - break.